Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse aligned reagent probe 1, reagent probe 2 and the sample and ancillary probes. The cse performed a total service call and replaced the reagent pack. The cause of the discordant vancomycin result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated vancomycin (vanco) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was not reported to the physician(s). The sample was repeated two times as a 1:2 dilution on the same system. It is unknown as to which repeat result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant vanco result.